Event description:
The customer called in about high blood glucose and control test results, but the initial complaint did not meet the reporting criteria. The customer's test strips were returned for evaluation, and the qa lab found them to read an average of 42 mg/dl, out of specification. No adverse events were alleged, and replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned test strips to read an average of 42 mg/dl, out of specification. Performance was satisfactory using iqa retention reagent.